Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values and was using a modified closed loop. During this time, spouse stated that the patient's cgm was 130-140mg/dl on her cgm "receiver" and mobile device. She kept getting sick until they had to go to urgent care the next day, on (B)(6) 2025., the cgm during the time she went to urgent care was 240 mg/dl. The urgent care people did a fingerstick and it was 500 mg/dl. After this, urgent care transferred the patient by ambulance to a larger hospital. During their time at the hospital, the pump was disconnected and the patient's readings were monitors using bg and she was treated with IV. Length of stay or specific treatments done were not verified. Patient's current condition was not asked. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.